Event description:
Physician reported a patient injected with radiesse in the malar pads on (B)(6) 2013. The patient tolerated the procedure well with no pain or blanching observed. Patient reported some residual numbness was resolving; however, she had developed an area of redness and tenderness; no skin changes were observed. On (B)(6) 2013 patient returned to the office with blisters and signs of necrosis in the alar triangle. The physician injected the patient with 100 units of vitrase, applied nitro-paste, warm compresses and massage. On (B)(6) 2013 the patient returned and the physician was able to palpate an area of extreme tenderness, mid-pupil line. He injected her with 100 units of vitrase and applied nitro-paste. Within 15 minutes she reported a major reduction in pain.

Manufacturer narrative:
Physician evaluated the patient on (B)(6) 2013 with her symptoms decreasing; less pain and tenderness. She presented with crusting, skin drainage and granulated tissue. Also noted was discoloration to left canine gum area and mild improvement of numbness at left upper lip. Patient was again injected with 100 units of vitrase, treated with nitro-paste, oxygen and light therapies and micro-current to promote wound healing. Patient was prescribed augmentin, bactrim ds, bactroban ointment and skinceuticals. During follow-up, the physician reported the necrotic area is minimal and mainly superficial. The patient appears to be healing well and he will continue to monitor her closely. A review of the device history records indicates the reported lot #100059559 met all specifications prior to release with no deviations found.